Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient reported a blood blister that was open and bleeding under the lifevest. The patient reported that his wife had bandaged the area but it had not improved at that time. It was also reported that the patient had a history of boils. During a follow up, it was reported that the patient received a prescription for an antibiotic pill (cephalexin), and that the irritation had improved but was not completely gone. During a subsequent follow up, the patient's son in law reported that one of the sores under the device never healed, despite ending use of the device. He reported that the patient has having surgery that morning for the boil due to an infection. He reported that the procedure was to cut open the boil and clean it.